Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a urethropexy and vaginal hysterectomy due to cystocele, rectocele, prolapsed uterus, stress urinary incontinence, mixed incontinence and fecal incontinence. Following insertion, the patient experienced urinary problems, recurrence, bleeding, vaginal dryness and dyspareunia.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced severe pain, infections, bloating, inability to sit, stand or have sex, depression, permanent and debilitating injuries. (B)(4).